Manufacturer narrative:
The device ro 14 038 has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. It was impossible to perform the registration step. A surgery delay has been reported between 30 minutes and 1 hour.